Event description:
The customer reported the oxygen water trap/inlet filter is physically damaged; huge leak from filter when oxygen supply connected. The customer reported there was no patient involvement.